Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed motor error during basal rate delivery. Device was not exposed to a magnetic field. Customer does use the sensor feature. Customer was explained that false motor error alarm may be caused by viewing the sensor glucose graphic while the insulin pump is delivering a bolus. Blood glucose value was 164 mg/dl. Customer declined to replace the insulin pump. Nothing further reported.